Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no patient issues. During a surgical procedure today (thursday 4/18) dr. Was attempting to use 4-0 vicryl sutures and the needles kept popping off the suture string. These are specifically the coated vicryl plus antibacterial on a tf needle. I have attached pictures of the box to this email. We ended up using the few regular 4-0 vicryl tf sutures we had, which worked just fine. The lot number for those is actually temcub. The procedure was a veau 3 cleft palate repair with bilateral pedicle buccal fat flaps. Thanks! It was reported that "there was patient harm reported but no information given." No patient harm was noted. Please provide more details about the patient consequences and how were they treated?(product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed from shelves and ethicon rep notified. If medication was required, please clarify if it was prescription strength. No medication required what is the most current patient status? Patient is discharged to home please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details: n/a.

Event description:
It was reported that a patient underwent a veau 3 cleft palate repair with bilateral pedicle buccal fat flaps on (B)(6) 2024 and suture was used. During the procedure, the needle popped off. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h6 component code: g07002 no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that thirty-three unopened samples that pertain to product code vcp434h were received for evaluation. In addition, a photo was provided which shows one open box with the same product code. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.